Event description:
Information received from the field notes that the patient was admitted to the catheterization lab for sinus node dysfunction and cardiac arrest. After implant of a pacemaker system, the lead failed.